Event description:
It was reported that the rv lead was explanted due to no capture. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was explanted due to no capture. No patient complications were reported as a result of this event. A 3500a was received and further reports that there was "pacemaker placement with difficulty sitting and threading the wire with multiple puncture attempts due to an old infarct or scar at site of placement. This was followed by ongoing sharp chest discomfort, which was ultimately resolved by replacement with a new ventricular pacing lead seven months after the original placement."

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: no anomalies found; full lead analyzed. It was reported that the rv lead was explanted due to no capture. No patient complications were reported as a result of this event. A 3500a was received and further reports that there was "pacemaker placement with difficulty sitting and threading the wire with multiple puncture attempts due to an old infarct or scar at site of placement. This was followed by ongoing sharp chest discomfort, which was ultimately resolved by replacement with a new ventricular pacing lead seven months after the original placement." Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, intermittent positioning difficulties.